Event description:
It was reported that the pressure guidewire was used and worked well in obtaining the ffr readings of rca. However, the signal was lost when the pressure guidewire was used to obtain the ffr in lad. The customer could not recall if any error messages were displayed, but readings were not showing on the screen. Another pressure guidewire was used and completed the procedure. There was no pt injury and no adverse events reported.

Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. During examination of the returned device, kinks in multiple locations of the hypotube were observed; the distal tip was shaped and kinked. Some reddish debris consistent with dried blood was also noticed inside the sensor housing. The distal part of the pressure sensor was missing from the sensor housing. The signal test was performed and the device failed by producing "attach wire to connector" message due to the partially missing pressure sensor. The pressure sensor is fabricated from (B)(4) and is not readily seen on x-ray equipment commonly used in the cardiac cath; it may or may not appear on the cine or fluoroscopy depending on the size of the vessel. In the event that a portion of the sensor was left inside the coronary artery, the following possible events could have taken place: vessel spasm, vessel closure due to thrombosis, ischemia on ECG and/or chest pain, and/or myocardial infarction of the impacted vascular bed. However, none of these possible events were reported. No adverse events were reported by the user. This event is being reported as it is not possible to determine when the pressure sensor became separated. No further action is required.